Event description:
An end user reported she noted red, irritated skin with a quarter size open area at the 2 o'clock position on her peristomal skin. She noted another red, open area at the 6 to 9 o'clock position the size of a dime on her peristomal skin with clear drainage from both areas.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user was receiving steroid shots to her peristomal skin and her physician debrided the areas. The end user stated she used stomahesive powder. The end user also stated she does not know product number of the wafer she is using. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.